Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, the clip failed to release from the catheter. The clip eventually released after the catheter was pulled back and the procedure was completed at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). A visual examination of the returned resolution clip device noted that the device was fully deployed and the clip was not returned with the device. A kink was noticed in the control wire and the over sheath assembly was not returned. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was deployed; however, the clip failed to release from the catheter. The clip eventually released after the catheter was pulled back and the procedure was completed at this time. There were no patient complications reported as a result of this event.